Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02834. It was reported the patient's s1 lead migrated. As a result, surgical intervention occurred wherein the s1 lead was explanted and replaced to address the issue. During the procedure, the l5 lead migrated when the s1 lead was being explanted. In turn, physician explanted the l5 lead and extensions. Reportedly, therapy was restored post-operatively.